Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 03-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted implantable neurostimulator and lead experienced physical discomfort at the impla ntable pulse generator site in certain positions, describing that the device felt larger than it was in the back. The patient was unsure whether the sensations occurred with the device on or off. The patient reported pain at the implantable neurostimulator site with discomfort, soreness, and a pinching sensation, and also reported a sensation that the leads were moving when bending over.  The issue was ongoing and had not resolved. The patient was referred back to the implanting surgeonfor follow-up.